Event description:
It was reported that this female patient's right knee components were revised due to the recall.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-020-13-0325 - truliant cr cem fem cr cem right sz 2.5 5770327, 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t 5634041, 02-022-47-2509 - truliant tib imp cr ins std sz 2.5, 9 mm 5209056, 200-02-29 - three peg patella 29mm 6215098.

Event description:
It was reported that this female patient's right knee components were revised due to the device recall. No other reason reported. There were no reported issues during the revision surgical procedure. The patient was last known to be in stable condition following the event. The device will not be returned, the hospital refuses. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported. Section h10: (h3) it was reported that this female patient's right knee components were revised due to the device recall. No other reason reported. There were no reported issues during the revision surgical procedure. The patient was last known to be in stable condition following the event. The device will not be returned, the hospital refuses. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.